Event description:
"Was enrolled in the study in 2007 with 1-vessel disease." The pt's medical history includes hypertension, hyperlipidemia and diabetes mellitus. The main indication for the intervention was unstable angina pectoris. The pt's baseline heart rate was 57/min and his blood pressure was 124/73. The lesion initially treated was in the mid right coronary artery. It was type b1, native, de novo, smooth, readily accessible and eccentric. The lesion had a reference vessel diameter of 3.5mm and a lesion length of 13mm. The lesion was predilated with a 3.0x13mm balloon at 16 atm. A 3.5x13mm cypher select plus stent was electively implanted at 18 atm with satisfactory results. During the one-month follow up phone call to the pt, on the following month, the pt was asymptomatic. The medication treatment of aspirin, clopidogrel and statins was ongoing.

Manufacturer narrative:
One hundred and forty seven days post index procedure, the pt was admitted with unstable angina pectoris (normal ck-mb, troponin t and stress ECG were normal). Re-angiogram was done and a stent was placed in the proximal left anterior descending branch to treat a 90% lesion. This event was graded as moderate in severity and was deemed to be unrelated to any cordis product. The event was resolved without sequel. It was noted that there was distal peri-stent restenosis in the mid right coronary artery. During the six-month follow-up phone call to the pt, in 2008, the pt was asymptomatic. The medication treatment of aspirin, clopidogrel and statins was ongoing. Lab evaluations: pre-procedure creatinine was done. Pre-procedure ck, ck-mb and troponin levels were normal. The pt's intra-procedure medications included: clopidogrel and heparin. The pt's post-procedure medications included: aspirin, clopidogrel, heparin and statins. Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. Additional info will be submitted within 30 days of receipt.